Manufacturer narrative:
Additional information: h6, fdp code was updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hemicolectomy, when the surgeon closed the jaws of the reload to insert into abdominal cavity, the jaws did not open for clamping the tissue. The jaws were unable to be opened despite of multiple attempts to open extracorporeal. The reload was unable to unload as jaws of the reload were closed. A new handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 030422 endo giaii 45 3.5mm dlu x6, (lot#: p1g0131). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic surgery, when the surgeon closed the jaws of the reload to insert into abdominal cavity, the jaws did not open for clamping the tissue. The jaws were unable to be opened despite of multiple attempts to open extracorporeal. The reload was unable to unload as jaws of the reload were closed.